Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+2.0/072 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2022. The lens was removed due to high vaulting. The lens was successfully replaced with a shorter lens with no patient harm. The lens was discarded. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4). Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).